Event description:
Customer reported a past incident of low blood glucose, resulting in a visit to the emergency room followed by hospitalization (B)(6) 2025. Reportedly, customer " pumped too much insulin" resulting in the low bg. The low blood glucose level recorded was 40 mg/dl. Treatment with IV and saline fluids resolved the issue without causing any injury or permanent damage, and customer was released the following day (B)(6) 2025. Recommendation was made to consult with a healthcare provider to discuss diabetes management.